Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a air bubbles. The customer¿s blood glucose level was unknown at the time of the incident. Customer states there was large air bubble. Customer reports approximate size of air bubble was champagne size. Customer also reports needle was bent. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and performed a visual inspection and found no physical or cosmetic damage. Also performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).